Event description:
It was reported the device had an air leak. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The investigation is currently in progress. The investigation results will be submitted in a supplemental MDR. H3 other text : 81.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, one of the plc connectors was missing. The returned tubing, without the plc connector had a visual imprint of where the plc connector once rested. Functional testing was unable to be performed as the complaint device was received without one of the plc connectors. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause may be attributed to inadequate handling subsequent to distribution from stryker's sustainability solutions. The instructions for use (IFU) state: directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device had an air leak. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.